Event description:
The customer complained of discrepant glucose results for 1 patient on an accu-chek inform ii meter with serial number (B)(4). At 07:54 am the glucose result from the meter was 26 mg/dl. The customer did not believe the result as the patient's glucose results had been between 90 mg/dl and 115 mg/dl and the patient was her "normal self" and did not have symptoms of low blood sugar. At 07:57 am the glucose result from the meter was 106 mg/dl with a different finger. There was no allegation of an adverse event. The patient had no modifications to medications. The qc was acceptable. Two vials of the customer's strips were returned for investigation and tested with a retention meter and quality control material. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: vial 1 , level 1: 44, 44, 45 mg/dl , level 2: 309, 307, 303 mg/dl . Results: vial 2, level 1: 46, 45, 45 mg/dl , level 2: 307, 311, 302 mg/dl . All returned results are within the acceptable range. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation was unable to find a definitive root cause.